Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. The pump powered on with a functional display screen. Unrelated to the complaint, the display screen was dim and discolored. A battery compartment crack was discovered. The keypad was found to be peeling. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under all key contacts. The bolus button was difficult to push. Contamination was discovered on the bolus button slug.